Manufacturer narrative:
Analysis of the extension (serial number: (B)(4)) revealed that the conductor #1 was broken 2.6 cm from the proximal end. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3708640, serial/lot #: (B)(4), ubd: 21-aug-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported there was high impedance during a routine or implant. Impedance was over 40,000 ohms for contact 9. They tried to reinsert at the ipg site and cranial site and it was still good over 40,000 ohms. The extension was replaced and impedance was normal. 0-3 on the left were all normal. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.